Event description:
A report was received that the patient was experiencing skin erosion due to lead that was left coiled during the initial implant. The physician irrigated the wound and gave oral antibiotic to the patient. No infection was noted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing skin erosion due to lead that was left coiled during the initial implant. The physician irrigated the wound and gave oral antibiotic to the patient. No infection was noted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50 serial #: (B)(4), description: linear 3-6 lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.